Manufacturer narrative:
The replaced portion of the percutaneous lead was returned for analysis. The evaluation is not complete. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had an observed pump stoppage and a new nick on his percutaneous lead (lead). Upon review of the submitted log file by the manufacturer's technical services representative, a low speed hazard and pump stoppage event on (B)(6) 2015 while using the power module patient cable. The pump power and pulsatility index values were at baseline all throughout the log file. The patient was admitted in the evening of (B)(6) 2015 and on the morning of (B)(6) 2015, low speed/pump stoppage alarms reoccurred while the patient was lying in bed not moving. The patient was connected to a hospital based power module and patient cable at the time of the alarms. Review of chest and abdominal x-ray and wiring revealed no fractures. Upon manipulation of the driveline, no alarms occurred. A CT scan taken of the chest and abdomen were negative. A system controller exchange with a new software version was planned by the center. On (B)(6) 2015, a percutaneous lead distal end repair was performed and approximately 22 inches of the lead was replaced. After the repair, the pump stoppage alarms returned as soon the white cable from the regular patient cable was attached. The patient was switched to battery power and was issued an ungrounded patient cable while the customer determined the next course of action for the patient.

Manufacturer narrative:
A portion of the percutaneous lead (lead) that was removed during the repair was returned to the for evaluation. Approximately 18¿ of the external portion/distal end of the lead was returned for evaluation. Silicone tape had been applied to an area of the returned lead, which covered up holes in the reinforcing sleeve. The tape and reinforcing sleeve were removed, and examination of the shielding and bionate revealed areas with shield breakdown. An electrical continuity test of the returned portion of lead was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of disruptions or damage to the wire insulation or underlying conductors. The lead was submerged in a saline bath for high potency testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the lead wires that would have resulted in an electrical short. No further information was provided. The manufacturer is closing the file on this event.